Event description:
Customer reported that he activated the device at 11:15 am on (B)(6) 2012. His blood glucose had measured 114 mg/dl at 9:58 am. At 12:46 pm his blood glucose had risen to 275 mg/dl and he was having a meal containing 58 grams of carbohydrate, so he administered a 13.5 unit bolus dose of insulin. At 4:31 pm his bg was 392 mg/dl. He took another 6.15 unit bolus and smelled insulin. He removed the product at 4:47 pm. The adhesive and the bottom stayed on his arm. He also observed that the cannula looked squiggly and like it had never inserted properly.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported product condition. The customer reported that the cannula looked like it may not have inserted properly. This condition would interrupt insulin delivery and contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It si also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)."